Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was the subject of a boston scientific field representative's question about advisory status for this device. The representative could not confirm the device voltage was at or below the advisory level, but noted that the patient currently was on a monthly follow-up schedule. A boston scientific technical services consultant (ts) reported the device is part of the (B)(4) 2007 shortened replacement window advisory population. There was no report of adverse patient effects, and the device remains implanted and in service. The device subsequently was explanted and replaced 37.7 months later and returned for analysis.

Manufacturer narrative:
Upon return to our post-market quality assurance laboratory, initial analysis showed this device may not have met longevity expectations based on recorded data from device operations and an engineering calculation based on programmed values. During subsequent analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This event will be updated if additional information is received. Analysis of the returned device is pending.